Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, when the physician was attempting to place this right ventricular (rv) lead, it became stuck in the right atrium. The lead became difficult to detach and when the physician performed multiple maneuvers with the stylet, the lead broke from the tip. The broken portion was unable to be removed. No adverse patient effects were reported. This device is expected for return. Additional information: at this time, no product has been returned. The field representative indicated that this product had been shipped back to the warehouse; however, it has not been received by boston scientific. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that during the procedure, when the physician was attempting to place this right ventricular (rv) lead, it became stuck in the right atrium. The lead became difficult to detach and when the physician performed multiple maneuvers with the stylet, the lead broke from the tip. The broken portion was unable to be removed. No adverse patient effects were reported. This device is expected for return.